Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and found diff errors and a leak above the pump module. The fse identified the origin of the leak at pinch valve 48 and the tubing was replaced, the pump module and diff mix module were also replaced. The leak was resolved. (B)(4).

Event description:
The customer reported a leak occurred when using the coulter® hmx hematology analyzer with autoloader. The leak was a fluid leak of an unknown volume from the instrument. The leak was not contained. The customer was wearing gloves and a lab coat when the leak was discovered. There was no biohazard exposure to open wounds or mucous membranes. There were no erroneous test results associated with this event. There was no death, injury or affect to the user or patient associated with this event.